Manufacturer narrative:
The product was not returned. Results form the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There has been one similar complaint reported in the lot number. Attempts have been made to obtain additional info by phone, fax, and mail. A completed questionnaire was received. (B)(4).

Event description:
A consumer's spouse reported that one week following an intraocular lens (iol) implant procedure, his wife experienced constant peripheral vision loss and floaters intermittently. Part of her vision on the operated eye is completely blocked out. The consumer's spouse stated that the surgeon reported everything went well with the surgery. He also stated that his wife is still having to wear glasses for reading. In a follow-up, the surgeon reported the pt has distorted vision.